Event description:
It was reported within approximately two and a half years post implant that the device battery status was close to recommended replacement time (rrt) at 2.63 volts, but no rrt sign was visible on the screen. The device longevity was shorter than expected. It was noted that the left ventricular output was programmed to 6 volts at 0.6 milliseconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.